Event description:
A (B) (6) male pt contacted lifecor customer support to report that one of his battery packs was not holding a charge. The download revealed several "battery pack fault" flags. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a cold solder joint on the black wire on the cell. The root cause of the cold solder joint is not known, but was probably an assembly error. The wire was probably not soldered with enough solder. Assemblers have been instructed and shown how much solder to be put on this wire. The wire was replaced. The battery pack was retested and restocked. This is the first type of error of this kind. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.